Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was getting poor coupling during recharging. The patient repositioning the antenna which did not resolve the issue. The patient charges over the skin and uses a recharging belt. The patient had only tried one turn and reported that her husband usually helps her, but she was home by herself so it was difficult. Sometimes it seems that the battery wants to twist, but most of the time it seems flat. This has been occurring for a couple of months. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.